Event description:
It was reported that during implant, the right ventricular lead exhibited an increased capture threshold and decreased r wave. The lead was not used and a new lead was implanted. The patient was stable and had no adverse effects.

Manufacturer narrative:
Analysis was normal. No anomalies were found.